Event description:
Customer observed elevated advia centaur cp ca 19-9 results compared to an alternate method and the clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequences based on the elevated advia centaur cp ca 19-9 results.

Manufacturer narrative:
MDR 1219913-2014-00215 was submitted on july 31, 2014 for an elevated advia centaur cp ca 19-9 result compared to an alternate method and the clinical picture. On september 9, 2014 additional information siemens received the two samples from the customer. Sample #1 customer result 164.7 u/ml ca19-9 lot 354 neat 98.47 u/ml 1:2 58.64 u/ml 1:4 20.92 uml unable to perform more dilutions, no sample available. Sample #2 customer result 157.88 u/ml ca19-9 lot 356 neat 155.46 u/ml 1:2 81.7 u/ml 1:4 43.1 u/ml 1:8 0.4 u/ml based on the results, it appears that an interferent is being diluted out. The limitations section of the instructions for use states "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The interferent may not necessarily be due to a interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The complaint indicates that the physician questioned result saying the patient does not have any symptoms. The intended use section of the IFU states "the advia centaur ca 19-9 assay is an in vitro immunoassay for the quantitative measurement of the ca 19-9 tumor-associated antigen, in human serum, using the advia centaur and advia centaur xp systems. This assay is indicated for the serial measurement of ca 19-9 to aid in the management of patients diagnosed with cancers of the exocrine pancreas. The test is useful as an aid in monitoring of disease status in those patients having confirmed pancreatic cancer who have levels of serum ca 19-9 at some point in their disease process exceeding the median concentration determined for the apparently healthy cohort. Ca 19-9 values must be interpreted in conjunction with all other clinical and laboratory data before a medical decision is determined."

Manufacturer narrative:
The cause for the discordant advia centaur cp ca 19-9 results is unknown. There are no reports of issues with samples from other patients. Quality control results are in range. The system is performing within specifications. No further evaluation of the device is required. Siemens has requested the patient sample for further testing. The intended use of the assay stated in the instructions for use is: "the advia centaur cp ca 19-9 assay is an in vitro diagnostic immunoassay for the quantitative measurement of the ca 19-9 tumor-associated antigen, in human serum, using the advia centaur cp system. This assay is indicated for the serial measurement of ca 19-9 to aid in the management of patients diagnosed with cancers of the exocrine pancreas. The test is useful as an aid in monitoring of disease status in those patients having confirmed pancreatic cancer who have levels of serum ca 19-9 at some point in their disease process exceeding the median concentration determined for the apparently healthy cohort. Ca 19-9 values must be interpreted in conjunction with all other clinical and laboratory data before a medical decision is determined." The limitations section of the instructions for use states the following: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur cp ca 19-9. Normal levels of advia centaur cp ca 19-9 do not always preclude the presence of disease."